Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment found that the suction hose had a flat spot. The hose was repaired, resolving the reported complaint.

Event description:
The hospital reported that suction was lower than expected. There was no reported patient involvement.